Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), dysgeusia ("metallic taste in mouth"), candida infection ("yeast candida"), anxiety ("anxiety"), feeling abnormal ("brain fog"), depression ("depression"), mood swings ("mood swings"), rash ("rash") and urticaria ("hives") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, dermatitis allergic, psychological trauma, cystitis, vaginal infection, urinary tract infection, alopecia, migraine, headache, hormone level abnormal, tooth disorder, weight increased, dysgeusia, candida infection, anxiety, feeling abnormal, depression, mood swings, rash and urticaria outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, candida infection, cystitis, depression, dermatitis allergic, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, mood swings, pelvic pain, psychological trauma, rash, tooth disorder, urinary tract infection, urticaria, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for other injuries/symptom pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),general abnormal bleeding,hair loss, migraine, headaches, hormonal changes, dental problems, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events were added: metallic taste in mouth, candida infection, anxiety, brain fog, depression, mood swings, rashes and hives. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmatory test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, dermatitis allergic, psychological trauma, cystitis, vaginal infection, urinary tract infection, alopecia, migraine, headache, hormone level abnormal, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for other injuries/symptom pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),general abnormal bleeding,hair loss, migraine, headaches, hormonal changes, dental problems, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/12/2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), general abnormal bleeding, hypersensitivity, rash/skin condition, psych injury, bladder infection, vaginal infection, uti, hair loss, migraine, headaches, hormonal changes, dental probs.,weight gain, the patient did not undergo confirmatory test. Reporter information were updated. Lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.